Manufacturer narrative:
Additional, corrected and/or changed data: b.6.

Event description:
Patient's representative reported "considerable health damage due to the defective medical device", "experienced psychological stress caused by the knowledge of the potential risks and problems associated with the medical device", and "affected by pain in her daily life". Later patient's representative reported "post-operative hematoma" and "capsular contracture baker grade unknown". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of seroma, hematoma, pain and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, hematoma, pain and capsular contracture baker grade unknown.

Event description:
Patient's representative reported "considerable health damage due to the defective medical device", "experienced psychological stress caused by the knowledge of the potential risks and problems associated with the medical device", and "affected by pain in her daily life". Later patient's representative reported "late seroma", "post-operative hematoma" and "capsular contracture baker grade unknown". This record is for the right side. The device was explanted.

Event description:
The event of pain has been downgraded to a minor event. It is no longer reportable to the FDA. There is no record or information provided showing material being tested.

Manufacturer narrative:
The event of pain has been downgraded to a minor event. It is no longer reportable to the FDA.